Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader would not power on my button or by test strips. As a result, the customer was not able to monitor their blood glucose and the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered insulin injection (dose/type unknown) on (B)(6) 2021 and (B)(6) 2021 at the customer's home. Please note: the treatment of insulin is not consistent with a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.